Event description:
When the unit is turned "on" or "off" while the network cable is plugged in, the time changes by 4 to 6 hours. The incorrect time is then reflected in the time that the EKG was taken. This is a known issue by ge and will be corrected with the next software update.manufacturer response for electrocardiograph, mac 1600: will be corrected with the next software update (date unknown).